Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat the pulmonary branch, a perforation occurred which required a graftmaster stent. The 3.5 x 16 mm graftmaster stent was deployed, but the perforation continued. A second 3.5 x 16 mm graftmaster stent was then deployed; however, the perforation continued to leak. The 4.0 x 12 mm graftmaster stent was deployed and successfully sealed the perforation; however, thrombus was then observed in the 4.0 x12 graftmaster. Thrombus aspirations were performed and heparin was started. The procedure was completed. The patient was stable and in good condition post-procedure. No additional information was provided.